Manufacturer narrative:
Review of the associated manufacturing records showed that the reported issue is related to operator error during manufacturing.

Event description:
Reportedly, it was observed that the patient stickers sheet was poorly cut.

Manufacturer narrative:
.

Event description:
Reportedly, it was observed that the patient stickers sheet was poorly cut.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was observed that the patient stickers sheet was poorly cut.